Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the ventilator will not power on and not charging.the customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that this pm board was tested with no failures identified.